Event description:
A caller reported an error with their continuous glucose monitor (cgm). The cgm was displaying error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided detailed instructions for resetting the pump. After following these instructions, the customer successfully started a new sensor session, and the error code did not reappear.